Event description:
It was reported that the patient's home charger was hot to the touch and the cable near the back of the home charger appears melted while on the home charger. A new replacement home charger were sent to the patient. No serious injury was reported.